Event description:
The customer reported the thermogard xp ivtm system (sn (B)(6) displayed a tcmid:05 (coolant diff failure) error. This was noticed during device check. No patient involvement.

Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system (sn (B)(6) displayed a tcmid:05 (coolant diff failure) error was confirmed based on the event log review and during functional testing. The probable root cause for the error message was a failure of the lm34 temperature sensor. The event log review indicated tcmid:05 error messages, thus confirming the reported complaint. The thermogard xp ivtm system failed functional testing due to the displayed tcmid: 05 error message, confirming the reported complaint. The lm34 sensor was replaced to remedy the reported complaint. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard xp ivtm system with sn (B)(6).